Event description:
Boston scientific received information that this defiibrillation lead had exhibited a shocking impedance less than 25 ohms.

Manufacturer narrative:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
The lead remains implanted and no other adverse events have been reported. Efforts to obtain additional information were unsuccessful. This product issue will be re-evaluated if additional information is received.